Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer reported that there had been a couple recoverable errors today on arm1. The customer has been able to recover from the errors when they occurred. No troubleshooting was conducted due to the customer working in the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator 1 (usm1) to correct the reported problem for error 32096. The system was tested and verified as ready for use. Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis received the part associated with the complaint and confirmed and replicated the customer reported issue. The fa tested the unit on an in-house system which failed normal mode and triggered error 1126. The remote fe had logged several errors of 32097, 32096, 1126, and 31226. When the unit was tested on the patient side cart fixture test platform (pftp), all three fibers failed. Fa performed a-b-a on each fiber one at time and confirmed that all fibers were bad. The unit went through testing a pftp using gold fibers and all required tests were passed except for the yaw sensors check. The clockspring fiber, parallelogram fiber, and rolling loop fiber assemblies will be replaced as a fix for the reported problem. A procedure log review was performed. Per the review, the following was confirmed: a nephrectomy procedure was performed on system sk1424 on isi technical service engineer (tse) reviewed error logs and identified error 3209 related to watchdog issues reported by the acm component in usm. This complaint is considered a reportable event due to the following conclusion: the customer completing as planned the start of the procedure due to recoverable errors that were able to be recovered. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6 and h10. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that the procedure was completed robotically with the same universal surgical manipulator. The customer had to use the touchpad on the patient cart repeatedly to recover from the system fault. There was no patient harm. There were no fragments that fell in the patient. The procedure delay was less than 15 minutes due to the recoverable system faults.